Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused thrombosis/embolism and multiple unsuccessful attempted removals due to clotting in the ivc. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: thrombosis/embolism and multiple unsuccessful attempted removals due to clotting in the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused thrombosis/embolism and multiple unsuccessful attempted removals due to clotting in the ivc. The patient reported becoming aware of blood clots, clotting and/or occlusion of the inferior vena cava (ivc) approximately five weeks post filter implant, when there was an unsuccessful attempt to remove the filter. There was a second unsuccessful attempt to remove the filter six weeks post implant and a successful third retrieval the next day. The patient does not know the current custodian of the filter. The patient also reports anxiety related to the filter. According to the medical records the indication for the filter was ivc thrombosis. Prior to the filter placement an ivc cavogram was performed, via access from the right groin, and demonstrated residual thrombus from the level of the left renal vein extending upwards for almost 2 vertebral bodies. A catheter was advanced to the area of the thrombus and then an aspiration thrombectomy was performed debulking the thrombus (400 cc of blood was aspirated). Imaging with intravascular ultrasound (ivus) and contrast showed significant debulking, but still with some residual thrombus present. Flow from the left renal vein was reestablished and the filter was then inserted. The filter was positioned in the suprarenal ivc trapping the residual thrombus material. Five weeks post implant there was a suction thrombectomy of the ivc performed and an attempt to remove the filter. There was significant debulking. The hook was captured, and the sheath was advanced over the snare to re-collapse the filter with only partial success. The procedure was discontinued as it was determined that a longer larger sheath was needed to complete the removal. Six weeks after the index procedure there was a second attempt to remove the filter via the right common femoral vein. Using a goose neck snare the hook on the filter was captured and an 18 french sheath was advanced trying to reach and collapse the filter. This was unsuccessful. There was still thrombus trapped within the filter. It was determined that a suction thrombectomy was needed and a combined femoral/jugular approach under general anesthesia was needed. The next day a there was a third retrieval attempt. Using ultrasound guidance the right common femoral vein was accessed. An aspiration thrombectomy was performed debulking the majority of the thrombus from within the filter. Next, the hook of the filter was captured with the snare. The device was still resistant to being collapsed. Then the right internal jugular vein was accessed percutaneously and by pulling the filter in both directions, the filter collapsed into the 18-french sheath and was removed. A significant amount of thrombus was removed with the filter. There was good flow into the vena cava, some residual mural thrombus and no evidence of any extravasation. Both sheaths were then removed. Hemostasis was achieved by direct pressure. There were no complications and the patient tolerated the procedure well. The indication listed in the third attempt medical records states that the patient's diagnosis was "status post pulmonary emboli." There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. It is noted that the indication for the filter implant was pre-existing thrombus within the ivc. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of inferior vena cava (ivc) thrombosis. The filter was deployed via the patient's groin. An ivc cavogram was obtained. Residual thrombus was present from the level of the left renal vein extending upwards for almost two vertebral bodies. A catheter was advanced to the area of the thrombus and then an aspiration thrombectomy was performed debulking the thrombus (400 cc of blood was aspirated). Imaging with intravascular ultrasound (ivus) and contrast showed significant debulking, but still with some residual thrombus present. Flow from the left renal vein was reestablished and the filter was then inserted. The filter was positioned in the suprarenal ivc trapping the residual thrombus material. The sheath was removed and hemostasis was achieved with direct pressure. Five weeks after the index procedure there was a suction thrombectomy of the ivc performed and an attempt to remove the filter. There was significant debulking. The hook was captured and the sheath was advanced over the snare to re-collapse the filter with only partial success. The procedure was discontinued as it was determined that a longer larger sheath was needed to complete the removal. Six weeks after the index procedure there was a second attempt to remove the filter via the right common femoral vein. Using a goose neck snare the hook on the filter was captured and an 18 french sheath was advanced trying to reach and collapse the filter. This was unsuccessful. There was still thrombus trapped within the filter. It was determined that a suction thrombectomy was needed and a combined femoral/jugular approach under general anesthesia was needed. The next day a there was a third retrieval attempt. Using ultrasound guidance the right common femoral vein was accessed. An aspiration thrombectomy was performed debulking the majority of the thrombus from within the filter. Next, the hook of the filter was captured with the snare. The device was still resistant to being collapsed. Then the right internal jugular vein was accessed percutaneously under ultrasound guidance. By pulling the filter in both directions, the filter collapsed into the 18-french sheath and was removed. A significant amount of thrombus was removed with the filter. There was good flow into the vena cava, some residual mural thrombus and no evidence of any extravasation.   Both sheaths were then removed. Hemostasis was achieved by direct pressure. There were no complications and the patient tolerated the procedure well. The indication listed in the third attempt medical records states that the patient's diagnosis was "status post pulmonary emboli." Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events five weeks after the index procedure when there was an unsuccessful attempt to remove the filter. There was a second unsuccessful attempt to remove the filter six weeks after the index procedure. The next day there was a successful third attempt to remove the filter. The patient does not know the current custodian of the filter. The patient continues to experience emotional distress, mental anguish, anxiety and stress related to the filter.